Event description:
It was reported that this right atrial (ra) lead exhibited elevated threshold and noise due to possible insulation breach. This ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.